Event description:
It was reported that during a da vinci-assisted radical surgery for esophageal carcinoma procedure, the user observed that approximately 15 minutes after installation the harmonic ace instrument head or blade fractured. The entire broken piece was retrieved. Surgeon stated that no other instruments and bone tissue were encountered, and the fracture mainly occurred during the abdominal dissociation of the omentum. The contact tissue was the gastric omentum. The user completed the procedure using the backup instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: inspection was conducted prior to use and no damage was identified. The entire broken piece was removed and no other inspection and testing was performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the replaced harmonic ace instrument for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image showed the instrument blade was damaged and detached inside the patient's anatomy. No conclusive determination can be made based on this analysis. This complaint is considered a reportable adverse event and malfunction due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken blade measuring approximately 0.106" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The known cause of this issue is attributed to mishandling and misuse.